Event description:
It was reported that the 9800 system only works when giving subtraction images. The customer reported that the cine subtraction runs froze and produced system lock-ups. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep erased the flash mode and reformatted the cine hard drive. The software was also reloaded. The system is operating as intended.